Event description:
It was reported that the bronchovideoscope tested positive for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
Correction to b5 of the initial report. The user reported the following: red bacteria spots on the pipeline. Cfu: n/a.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where foreign material was noted to be adhered to the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus. Foreign material was adhered to the channel of the device, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instruction for use (IFU). IFU states that detection method in bf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in bf-290 series reprocessing manual chapter 3 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.